Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the manufacturing documentation and sterilization documentation for the devices in question revealed no deviation from process or non-conformity of product that would have caused or contributed to the adverse event.

Event description:
A complaint was initiated for a patient who underwent a hip revision surgery on (B)(6) 2020. The original surgery occurred on (B)(6) 2014. The reason for revision is reported pain. During this revision, dr. Removed the arc stem, neck and head all omni. He left the zimmer cup and replaced the liner. He replaced the arc stem with a paragon stem and ceramic omni head.